Event description:
The customer observed falsely elevated architect free t4 results generated for patient samples. The following data was provided: customer¿s reference range, 1 year - 18 years: 11.45-17.63 pmol/l, 15 days - 30 days: 8.75-32.56 pmol/l. (B)(6) 2025 patient a: 13 years and 2 months old - initial result = 19.48 pmol/l, repeat result = 17.09 pmol/l. (B)(6) 2025 patient f: 22 days old - initial result = 33.14 pmol/l, repeat result = 27.24 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: patient a, patient f; section a2 - age at time of event and a2 - age units (patient): patient a: 13 years and 2 months; patient f: 22 days. Section e1 - facility name complete entry = (B)(6). Section e1 - address 1 complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 results generated for patient samples. The following data was provided: customer¿s reference range 1 year - 18 years: 11.45-17.63 pmol/l. 15 days - 30 days: 8.75-32.56 pmol/l. (B)(6) 2025 patient a: 13 years and 2 months old - initial result = 19.48 pmol/l, repeat result = 17.09 pmol/l. (B)(6) 2025. Patient f: 22 days old - initial result = 33.14 pmol/l, repeat result = 27.24 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 65132ud02. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did identify an increase in complaints for list number 07k65, however, an increase in complaint activity for lot 65132ud02 was not identified. In-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent lot 65132ud02 was identified.